Manufacturer narrative:
Per investigation by the manufacturing site: in 2005, the ceramic inserts were changed (from white to gray (between ral 7036 - ral 7043). The remanufactured item was manufactured according to lot 2020, so it can be assumed that the article was repaired by a third-party provider. Since the specification of the ceramic beak used by the third party is not known, a further evaluation of the root cause of the breakage is not possible. Repairing the product repair work may only be performed by karl storz or by a company authorized by karl storz. Furthermore, karl storz se. & co kg is no longer the specification owner in case of third party repairs. In addition of a third- party ceramic beak, dents can be seen on the shaft surface. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed and no non-conformities were identified in the devices manufacturing records. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Corrections have been made from supplemental report 1: updated section e4 to yes. Updated section g3 to march 10, 2025. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported on (B)(6) 2025 during a transurethral ablation procedure the tip of the inner obturator broke off in the patient. No negative impact in state of health reported.

Manufacturer narrative:
Changes made from theinitial report: updated section a2 adding patient age updated section h10 adding uf/importer report # (B)(4). This event is filed under internal complaint ID (B)(4).